Manufacturer narrative:
H3: pending evaluation: d10 concomitant device(s): humeral primary stem press-fit, 13mm 300-01-13, glenosphere, 38mm 320-01-38, glenoid plate 320-15-01, reverse shoulder, torque defining screw kit 320-20-00, compression screw, locking cap n/a, humeral adapter tray, 320-10-00, humeral liner, 38mm, +0 320-38-00, glenosphere locking screw 320-15-05.

Event description:
It was reported that this patient's right shoulder was revised. According to surgeon, patient was grossly infected. Surgeon removed all implants and implanted an antibiotic spacer. Patient was last known to be in stable condition following the event. Images, x-rays, and ebi unavailable. Product not returning: hospital retains.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, g. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition or the surgical procedure. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.